Manufacturer narrative:
Insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump passed prim, displacement and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Unable to confirm alarm due to alarms noted in alarm history. Insulin pump alarmed due to corrupted history files.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated just got out of the hospital and her blood glucose currently was 419 mg/dl. Customer has not treated for high blood glucose. Customer stated the insulin pump was exposed to magnetic resonance imaging. The insulin pump alarmed twice, motor position encoder error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.